Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. The set was received without packaging and the lot number could not be determined. The set was visually inspected and no issues were found. The set was simulated use tested and there were no leaks or errors during the testing. The set performed as designed. The lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis (pd) patient's nurse reported a fluid leak. She had called the patient for a general follow up and he reported that he found a leak from the cassette. The set was retained for evaluation. During a follow up the pd nurse reported the patient came into the clinic for lab work. The results were negative for infection. The patient was prescribed prophylactic antibiotics gentamycin and cefazolin.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.